Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that the edges of the aligners are cutting their tongue, even after they filed the down the edges. Provided hht&t tips and asked patient to try next step in aligners to see if the fit is better.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.